Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (purple/green image) and traced the failure back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. Furthermore, the light-guide fiber composite at the device¿s distal end was found to be damaged. This issue can most likely be attributed to incorrect handling by the user. Additionally, the thermistor in the outer tube was found to be defective, which was most likely caused by an electronic defect. There is no direct causal relationship to the reported image failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
The video telescope was returned to olympus for repair with a flickering pink/green image reported by the customer. There is no indication that the reported image failure occured during a procedure and there was no report about an advrese event or patient injury.